Event description:
It was reported that when the technologist was rotating the collimator of a rfx classical x-ray table for positioning, the collimator detached from its suspension into the technologist hands. No injury was reported from this incident.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.